Event description:
It was reported that an asymptomatic patient presented for a routine device check. Out-of-range, high impedance was noted on a high voltage lead. The lead was explanted and replaced. The procedure went without any complications.